Event description:
It was reported that the x-series single trigger handpiece part number 89-8520-400-10 serial number unknown was vibrating so bad that the x-series aseptic battery housing came open during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 that opened during surgery in the sterile area leading to a potential sterility issue. The lot number is unknown as the x-series aseptic battery housing was mixed with other units. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
(B)(4). After several attempts, the x-series aseptic battery housing part number 89-8521-470-40 was not returned for complaint investigation. Therefore it was not possible to confirm the reported event as product was not received. No device history record review could be performed as the batch number remains unknown. Another report will be submitted if new information is received or if product is received.

Manufacturer narrative:
Complaint number (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be sent if the product is returned or if additional information is received.

Event description:
It was reported that the x-series single trigger handpiece part number 89-8520-400-10, serial number unknown was vibrating so bad that the x-series aseptic battery housing came open during surgery. The following report is relative to the x-series aseptic battery housing part number 89-8521-470-40 that opened during surgery in the sterile area leading to a potential sterility issue. The lot number is unknown as the x-series aseptic battery housing was mixed with other units. There was no harm or injury to patient/operator reported.